Event description:
Left knee swelling, increased (left) knee pain, (left knee) warm to touch. Information was received in 2003 from a physician, regarding a patient, who received a synvisc injection in the left knee one month prior. The patient experienced knee swelling and difficulty walking which required to use crutches. Additional information was received two months later from the treating physician. The patient has a 6 month history of mild osteoarthritis with tibial spurring. Radiographs performed in 2003, revealed mild, medial compartment, joint space narrowing, mild tricompartment, marginal spurring and no fracture, significant effusion or erosive changes were observed. The day after receiving the first (only) injection, the patient's left knee pain was much worse and was of a different type the pain before the injection. The knee was warm to touch. The pateint was administered and intra-articular injection of kenalog-40 and prescribed vioxx, darvon-n and acetominophen. Patient was provided crutches. No fluid was aspirated prior or post injection. The physician assessed the events as related to the injection and not specifically the synvisc. Action taken: kenalog-40 10mg/ml (injection) ia, vioxx 25mg every morning, darvon-n 100mg 1-2 tablets every four hours as needed, acetominophen 325mg 1-2 capsules every 4 hours needed.